Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed motor error and rewound on its own. She stated that the issue was happening more often. The caller did not provide the blood glucose reading and was advised that she was not hipaa authorized. She was advised that the customer would need to call back to address the issue.